Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on (B)(6) 2021. The patient's pacemaker exhibited over-sensing on the ventricular channel and inhibited pacing during the check, leading to dizziness and possibly asystolic rhythm. Device was reprogrammed to vvi mode and then to a higher output to start pacing again. Further investigation found that the cause of the inhibition was crosstalk over-sensing. However, the situation was unable to be recreated with isometric testing. Device had reached normal elective replace indicator on (B)(6) 2021, so further programming was not performed and patient was scheduled for a generator change instead. Patient presented again to the emergency room on (B)(6) 2021 due to syncopal episodes and loss of consciousness. Device was further reprogrammed to address the issue until surgery could take place. Patient then underwent replacement surgery on (B)(6) 2021. Patient was stable after the procedure.